Manufacturer narrative:
Date of the event is estimated. An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was inoperable since (B)(6) 2018 and was no longer able to provide therapy. Surgical intervention was undertaken during which the ipg was explanted and replaced on (B)(6) 2020.